Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the reaming attachment device became unscrewed during use. According to the report, the device became stuck when the surgeon was reaming the acetabulum. It was reported that when the surgeon put the handpiece device in reverse mode, the device became unscrewed. It was reported that there was a two to three minute delay in the procedure due to the event, as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device unscrewed during a surgical procedure was confirmed. An assessment was performed and it was observed that the unit came apart when ran. It was further observed that there was loctite regression and worn components. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.